Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2405.additional information regarding lot #, manufacture date and expiration date are summarized.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown.

Event description:
Using 5cm leveen electrode to treat the patient (rfa procedure) and it causes a burn at skin in 3rd. Grade where the pads were located and it was no roll off after 2,5 hours. Thel liver tumor was necrosis. This was used with a rf3000 generator.

Manufacturer narrative:
Customer complaint not confirmed. The most probable root cause appears to improper placement of the grounding pads causing roll off not to be achieved which caused a burn an the grounding pads. A corrective action has been opened to address the patient pad burn issues.